Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a balance middleweight (bmw) guide wire was advanced and two unspecified stents were implanted. The xience xpedition stent delivery system (sds) was selected; however, prior to reaching the rotating hemostatic valve (rhv) it became stuck. The sds could not be advanced or retracted from the guide wire. The stent implant was intentionally pulled onto the shaft and the shaft of the device was intentionally separated, in an attempt to withdraw the sds without losing guide wire access. The sds was able to be removed from the guide wire. A new xience xpedition stent was advanced on the same bmw guide wire, without issue, and was implanted to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties advancing/retracting the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.